Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that pneupac ventilator's failed to give a low pressure alarm. In addition, the knob was missing on the device. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
One pneupac ventilator parapac plus was received in used condition without a battery. Visual inspection showed that the relief alarm pressure knob was damaged, and that the battery door corner was cracked. In addition, the faceplate was bowed which indicated that the device had been dropped. To address the issue of the low pressure alarm, the following components were replaced: control knob, knob cap, and replaced battery cover. The device passed all functional checks after these replacements were made.